Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. A lot number has been provided. A device history lot review is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. Air reportedly entered the catheter while the tego was well screwed. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.